Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tablet 's programming software crashed displaying an error message: "file corrupted." The device reset was performed but did not solve the issue. Review of manufacturing records confirmed the device passed all tests prior to distribution. The suspect programming computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet. During the analysis it was identified that the tablet operating system would display a blue screen error. The cause for the anomaly is associated with a defective main board. Once the main board was replaced, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. Additionally, no evidence of corrupt files were identified during the analysis.